Manufacturer narrative:
Updated fields: b4, e2, g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings, health effect ¿ impact codes, component codes, investigation conclusions), h10, h11corrected fields: b6, b7, d5, g1 (contact person ¿ mfg site), g2.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp unit and was able to confirm the reported issue "leaking helium", there was a pinched line behind the regulator. The fse replaced the helium regulator assembly, the tubing regulator, and associated tubing. After the repair, the unit no longer is leaking helium. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6) medical center

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a helium leak. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.